Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during the surgery, two (2) osteoraptor anchors were pulled out when knotted after implantation. A new bone hole was drilled and there was a void left in the patient. The insertion site cleared of all debris prior to insertion of the anchor. The procedure was completed with a non-significant surgical delay using a backup device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the device was received for evaluation at the manufacturing site; however, a physical product evaluation was not possible. A clinical review states an photo of the two outer packages for the devices were provided; however, they do not aid in determining a root cause of the reported adverse event. The adverse event was likely procedure related and the device had no influence on the event. The patient impact was the additional bone, the voided hole, and the non-significant surgical delay. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed they are not in their original packaging. The insertion devices were returned with biological debris on them. Only one anchor was returned with the suture strings through the suture window and knotted together. There is biological debris on the returned items. A clinical review states an photo of the two outer packages for the devices were provided; however, they do not aid in determining a root cause of the reported adverse event. The adverse event was likely procedure related and the device had no influence on the event. The patient impact was the additional bone, the voided hole, and the non-significant surgical delay. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Based on this investigation, the need for corrective action is not indicated.